Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that one year post implant of a realize band, the patient returned for a fill. A fluoroscopy was performed and found that the port was leaking. The port was replaced on (B)(6) 2011. There was no reported patient consequence.